Event description:
Related manufacturer reference number: 2017865-2022-09165. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead and atrial lead oversensed noise causing pacing inhibition. No changes or interventions were performed; the patient continues to be monitored. The patient was in stable condition.